Event description:
Dept officers responded to a call, pt down time of at least 4 hours. As the pt was a juvenile, it is dept. Protocol to attach the AED. The device indicated connect electrodes and use of the device was inhibited. The reporter stated the device performance did not contribute to the pt's outcome. The reporter's opinion was based on an assessment of the pt's viability and long down time.